Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by a technical supervisor that a saline bag inappropriately filled during treatment. The saline bag filled from .5l to 1l while sitting idle in recirculating mode awaiting pt hookup. The staff did not noticed the saline bag was full and proceeded to connect pt. The pt received treatment for 30 minutes before being disconnected. No adverse affect to pt and no blood loss. The machine was pulled from the treatment floor. The flow regulator was replaced. The machine was put back into circulation.